Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 29, 2013. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bottom trigger had gotten stuck. It was further determined that the internal components of the bottom trigger were corroded. It was determined that these issues were consistence with improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. . As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger was stuck on the small battery drive device. It was further reported that it appeared there was some rust on there, and it was hard to get the trigger to release after being depressed. It was reported that the event occurred at a cadaver laboratory. There was no human patient involvement as the device was used in a cadaver lab. There were no reports of user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.